Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed multiple episodes of noise on the ventricular lead. Reprogramming would be considered.